Manufacturer narrative:
Concomitant medical products: model: 511211, competitor lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed increased and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.